Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Device evaluated by manufacturer? No: lens was discarded by the facility. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted the lens was inserted upside down. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted. The lens was discarded by the facility.